Event description:
It was reported that the lead had triggered a lead warning for low impedance and the sensing was noted to be decreased. The lead remains in use and the patient will continue to be monitored by the physician. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Rv pace impedance steadily decreasing in record from approximately 300 ohms in (B)(6) 2014 to <(><<)>200 ohms by (B)(6) 2014. High count of low impedance/short circuit paces. Ventricular lead warning occurred on (B)(6) 2014. (B)(4).